Manufacturer narrative:
The pod terminated with a hazard alarm - determined to be caused by a rotational sensor malfunction. The rotational sensor beam was inspected for debris, contamination, and damage and none was noted. The device's safety feature functioned as intended by alerting the user to a serious product condition. Add'l tests were performed on the device and it was found fully capable of delivering insulin; the piezo was capable of emitting an audible alarm; no leaks or occlusions were found and the device's needle mechanism functioned as designed. A dislodged cannula, as reported, may lead to hyperglycemia, however, a lab investigation cannot determine if this occurred. No product failure was found to have occurred that would have caused or contributed to the pt's dka. Product lot qualifications were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." To avoid dka, users are advised to check their blood glucose "at least 4 to 6 times a day." To treat dka, users should check for ketones when bgs are 250 mg/dl or greater. If ketones are present, and you are feeling nauseated or ill immediately call a hcp for guidance. If not feeling ill, then replace the pod using a new vial of insulin. Check bgs again in 2 hours. If bgs have not decreased then immediately call a hcp for guidance.

Event description:
The pod was activated on (B)(6) 2011 (specific time unk) and the customer's bg level at 12:30 am ((B)(6) 2011) was 300mg/dl. The next morning at 6:45am, her bg level was slightly higher at 337 mg/dl. She was "vomiting and tried bolusing." The customer's father stated that "after a few boluses, he noticed the cannula [was] out of the skin". The customer ate toast and tested her bg again (time unk) and it read 370 mg/dl. The customer "got dehydrated" and went to the ER where she was "admitted to the ICU, placed on fluids and an insulin drip." The evening she was moved out of the ICU and into a regular hospital room. Info regarding length of stay was not provided. The pt's father believes the cannula came loose during the night which caused the high bg levels and hospitalization. The pod will be returned for eval.